Manufacturer narrative:
The device has been returned for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for a therapeutic procedure, the visera elite ii video system center had an led failure error code e105. The procedure was completed with another device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event of error code e105 due to the failure of the led unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed error code e105 due to the failure of the led unit. The specific root cause of the led unit failure could not be determined at this time. Olympus will continue to monitor field performance for this device.